Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered bowel movements, large intestines, bladder infections, and yeast infections. No further information has been provided.